Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) of over 500 mg/dl. Although requested by tandem technical support, the customer declined to provide a method of therapy to treat bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and declined further follow up from tandem technical support.